Event description:
During the stent assist coil embolization procedure, resistance was experienced when delivering the stent into the cavernous segment. Therefore, the physician decided to remove the stent delivery system. It was reported that as the stent delivery wire was being re-sheathed, the physician experienced resistance again and the stent became stuck between the introducer sheath and the microcatheter. In order to continue with the procedure, the physician deployed the stent in the microcatheter by removing the introducer sheath. The physician remove the stent with the delivery wire and replaced it with another stent delivery system without clinical consequence to the patient.

Manufacturer narrative:
Executive summary: based on the additional information received from the facility, executive summary is corrected to clarify that the resistance was encountered while the stent was crossing the cavernous segment. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic evaluation of the returned stent found it to be in the deployed state and slightly deformed. No anomalies noted to the stent delivery wire. The introducer sheath was not returned. A functional test could not be performed due to the condition of the returned stent. However, during a patency test of the microcatheter, which was returned together with the stent, resistance was revealed, which may have contributed to the reported issue, but this could not be definitely determined. Therefore, based on all available information and device analysis, procedural factors may have contributed to the reported issue and operational context was assigned to this investigation.

Event description:
During the stent assisted coil embolization procedure, resistance was experienced while passing the cavernous segment. Therefore, the physician decided to remove the stent delivery system. It was reported that as the stent delivery wire was being re-sheathed, the physician experienced resistance again and the stent became stuck between the introducer sheath and the microcatheter. In order to continue with the procedure, the physician deployed the stent in the microcatheter by removing the introducer sheath. The physician removed the stent with the delivery wire and replaced it with another stent delivery system without clinical consequence to the patient